Event description:
It was reported that the device was explanted after an implant duration of approximately 18.10 months. On 06/25/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.